Event description:
It was reported that the asymptomatic patient received therapy for vf and antitachycardia pacing slowed the rhythm down to vt but the vt was not fast enough to be detected and no further therapies were delivered. Programming changes were made.